Event description:
Mayfield disposable skull pin, plastic shell around metal pin bent and broke during a posterior cervical spinal fusion. Pin was in pt's head attached to mayfield tongo, holding head in prone position and allowed head to drop.